Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Technical support was contacted regarding an unrelated in-clinic follow up and it was determined that myopotential oversensing resulting in false detection of a ventricular fibrillation episode was noted on the right ventricular (rv) lead. However, the integrity of the rv lead was tested during the unrelated in-clinic follow up but it was unremarkable. No intervention has been conducted at this time and the rv lead remains implanted. The patient was stable with no consequences.